Manufacturer narrative:
After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found a kinked tube that had fallen off the pulley. He replaced the tube and pinch tubing, performed liquid flow cleaning, a system volume check, and performance tests. He verified the system was operational. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg stat results for 2 samples from the same patient on a cobas e 411 analyzer (rack system). Sample 1: the initial result was 5.3 miu/ml. This result was reported outside the laboratory and questioned by the physician. The repeated results were <1.0 miu/ml with a data flag and <1.0 miu/ml with a data flag. Due to the discrepancy in results with sample 1, a second sample was drawn. Sample 2: the initial result was 63.4 miu/ml. The sample was repeated due to the high result. The repeated result was 12.48 miu/ml. This result was reported outside the laboratory and questioned by the physician. The sample was repeated again and the result was <1.0 miu/ml with a data flag. The results were reported outside of the laboratory. The samples were repeated as the physician questioned the high results. The repeated results of <1.0 were deemed correct for each sample.